Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation/ left essure device was noted to be perforated to the side of tube about 1 cm from the cornua'), device dislocation ('migration') and embedded device ('the right essure device was embedded firmly into the right uterine cornua') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included missed abortion. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/chronic"), back pain ("back pain") and ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst"). In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems: uti") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy surgical removal of coil(s) - bilateral laparoscopy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, abdominal pain, weight increased, vaginal haemorrhage and ovarian cyst outcome was unknown, the dysmenorrhoea, back pain, menorrhagia, urinary tract infection, fatigue, migraine, headache and abdominal pain upper had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: gross description: a. The first container is further labeled "left fallopian tube with essure coil", it contains a 6.0 cm in length and 0.5 cm in diameter fimbriated fallopian lube remarkable for a foreign object consisting of a metal coil and rod consistent with an essure coil] inserted approximately 1.6 cm within the lumen of the fallopian tube. Also in the-container is a metal coil measuring 1.6 cm in length and 0.2 cm in diameter. And a metal rod measuring 1.3 cm in length and less than 0.1 cm in diameter with a small amount of adherent tan tissue. Sectioning of the tube reveals unremarkable cut surfaces and a pinpoint lumen. B. The second container is further labeled "right fallopian tube with essure coil", ii contains a 7.5 cm in length and 0.6 cm in diameter fimbriae fallopian lube remarkable for a foreign object consisting of a metal coil and rod consistent with an assure coil] inserted approximately 1.8 cm within the lumen of the fallopian tube. Also in the container is a metal coil measuring 0.7cm in length and 0,2 cm in diameter with a small amount of adherent tan tissue. Ultrasound pelvis - on (B)(6) 2011: impression: there appears to be appropriate positioning of the essure coils. There is no evidence for complications results: other (please describe) appropriate positioning of the essure coils. No evidence of complications. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet & mr received: new events - abnormal bleeding (vaginal), other injury(ies) or complication please describe: ovarian cyst, stomach pain were added. Events added from medical records - the right essure device was embedded firmly into the right uterine cornua was added. Onset date of events was added. Reporter's information, patient demography, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation/ left essure device was noted to be perforated to the side of tube about 1 cm from the cornua'), device dislocation ('migration') and embedded device ('the right essure device was embedded firmly into the right uterine cornua') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included missed abortion. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/chronic"), back pain ("back pain") and ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst"). In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems: uti") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy surgical removal of coil(s) - bilateral laparoscopy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, abdominal pain, weight increased, vaginal haemorrhage and ovarian cyst outcome was unknown, the dysmenorrhoea, back pain, menorrhagia, urinary tract infection, fatigue, migraine, headache and abdominal pain upper had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: gross description: a. The first container is further labeled "left fallopian tube with essure coil", it contains a 6.0 cm in length and 0.5 cm in diameter fimbriated fallopian lube remarkable for a foreign object consisting of a metal coil and rod consistent with an essure coil] inserted approximately 1.6 cm within the lumen of the fallopian tube. Also in the-container is a metal coil measuring 1.6 cm in length and 0.2 cm in diameter. And a metal rod measuring 1.3 cm in length and less than 0.1 cm in diameter with a small amount of adherent tan tissue. Sectioning of the tube reveals unremarkable cut surfaces and a pinpoint lumen. B. The second container is further labeled "right fallopian tube with essure coil", ii contains a 7.5 cm in length and 0.6 cm in diameter fimbriae fallopian lube remarkable for a foreign object consisting of a metal coil and rod consistent with an assure coil] inserted approximately 1.8 cm within the lumen of the fallopian tube. Also in the container is a metal coil measuring 0.7cm in length and 0,2 cm in diameter with a small amount of adherent tan tissue. Ultrasound pelvis - on (B)(6) 2011: impression: there appears to be appropriate positioning of the essure coils. There is no evidence for complications results: other (please describe) appropriate positioning of the essure coils. No evidence of complications. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and device dislocation ('migration') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and bladder disorder ("bladder disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, back pain, abdominal pain, menorrhagia, urinary tract infection, fatigue, weight increased, migraine and headache outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia, perforation: fallopian tubes, migration, bladder probs., uti, fatigue, weight gain, migraine, headaches, plaintiff did not undergo essure confirmation test. Were added. Reporter's information, patient demography added. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.